Event description:
N/a.

Manufacturer narrative:
Additional point of contact: name: (B)(6). Phone number: (B)(6). A getinge field service engineer (fse) evaluated the unit cs300 ibp operational to specifications. Fse checked ibp  circuit  calibration, passed to specifications. Fse could not duplicate failure, possible issue with customer ibp cable or disposable  circuit. Unit  passed all functional and safety tests per factory specifications,  returned to customer and cleared for clinical  use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had no arterial tracing is not picking up. There was no patient harm reported.